Manufacturer narrative:
The complaint device was received and evaluated. Inspection confirms that the unit was evaluated and would not activate while stepping on the pedal. The rf board was damaged due a blown capacitor. To correct the problem; the rf board was replaced. Minor scratches on unit fascia and base plate were noted during visual inspection. Missing mounting foot; replaced missing mounting foot. Unit passed all functional test. No further actions warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a procedure, a vapr iii device wasn't activating while stepping on the pedal. The sales rep also noticed smoking from the back of the unit. The procedure was completed using another vapr iii generator and there were no consequences to the patient. Device to be returned. Additional information received on 7-31-2014: spoke to the sales rep via telephone and he verified they noticed the generator smoking and immediately unplugged the device and grabbed another one in the room next door. The case was delayed less than 5 minutes.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
It was reported by the sales rep that during a procedure, a vapr iii device wasn't activating while stepping on the pedal. The sales rep also noticed smoking from the back of the unit. The procedure was completed using another vapr iii generator and there were no consequences to the patient. Device to be returned. Additional information received on (B)(4) 2014: spoke to the sales rep via telephone and he verified they noticed the generator smoking and immediately unplugged the device and grabbed another one in the room next door. The case was delayed less than 5 minutes.